Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed button error alarm. The blood glucose reading was 120 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that the insulin pump was stuck on the low reservoir message, but the time continued to advance. Replacement of the insulin pump was advised. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.